Manufacturer narrative:
.

Event description:
Per the audiologist, the patient reported no sound and tinnitus when using the cochlear implant system after swimming in the summer of 2007 (exact date not reported). The external equipment was exchanged and the sound processor was programmed. Results of an integrity test done in 2007, were consistent with normal receiver/stimulator function with possible electrode anomalies. In 2008, the patient reported a gradual decrease in sound when using the cochlear implant system. Results of an integrity test done in the same month, were consistent with normal receiver/stimulator function with an anomalous electrode. A CT scan was recommended. The patient's device was explanted (date not reported) and a new device was reimplanted during the same surgery.